Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited foreign material in the forceps elevator and foreign objects on the server plug-in. There was no patient involvement.